Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for an supraventricular tachycardia (svt) resulting in therapy exhaustion. The ventricular rate cutoff was increased and the device remains in service. No adverse patient effects were reported.